Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon device interrogation, the right atrial lead exhibited high impedance and unacceptable capture thresholds due to lead fracture. The lead was explanted and replaced successfully without any adverse consequences to the patient.